Event description:
It was reported that during the implant procedure the physician noticed noise on the atrial channel of the implantable cardioverter defibrillator (ICD). The physician reconnected, tested lead and noise was replicated after securing connection and tapping header of device. Noise resolved after connecting the atrial lead into new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).